Event description:
Reportedly, the device did not display the ECG of a pt complaining of chest pain. Device power was cycled and all pt leads were checked, with no effect. The pt was transported to the hospital without further incident.